Event description:
Medsun mandatory and voluntary report form (B)(4) received (B)(4) 2013 and will be included with this report.

Event description:
During a right ankle arthrodesis surgery on 03/14/2013, the periosteal elevator handle broke inside the patient, which included five pieces and a lot of little crumbled pieces. The majority of the pieces were able to be retrieved but some particles remain in the patient. Surgery was prolonged by approximately 15 minutes. No immediate adverse effect to the patient was noted however, the surgeon is concerned that the patient will end up with an infection. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Age: from (B)(6). (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Upon review of the device history records (DHR) it was noted that the DHR was not available as the device is almost ten years old.